Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No prime or fill anomaly or unexpected beep anomaly was noted during testing. The insulin pump passed the self test. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump is stuck in the preparing to prime loop. During troubleshoot; customer was instructed to press the act button until she receives 2nd series of beeps or numbers appear on screen; customer stated neither happened. Blood glucose of 469 mg/dl; customer treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.